Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited steadily increasing shock impedance measurements, resulting in high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited steadily increasing shock impedance measurements, resulting in high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received that the root cause of the out-of-range measurements was not determined. The patient requested to be downgraded to a pacemaker at the time of their next routine device replacement procedure, which, is not scheduled at this time.